Event description:
A medtronic representative reported an inaccuracy during a scoliosis case, working on levels t4 to l2. The first spin was done at the mid-thoracic level. The surgeon tested accuracy with the passive planar sharp, alleged a 1cm inaccuracy in depth. The second spin was done at the lumbar level. The surgeon tested accuracy with the passive planar sharp, alleged less than a cm inaccurate in depth. The third spin was done at a higher thoracic level (furthest from the reference frame) and navigation was deemed accurate. The medtronic representative reported that retractors were used to hold the soft tissue and when these were moved, it pulled on the position of the reference frame. It is unknown if this occurred in between taking the spin and navigating. All inaccuracies were noted prior to navigating. The surgeon proceeded with the spine surgery to completion, aware of the alleged inaccuracies. There was no negative impact to the patient.

Manufacturer narrative:
(B)(6) privacy laws prevent the site from providing patient demographic information. No patient information will be provided. Medtronic (B)(4) was on site last week; findings are that he was not able to reproduce the problem. Tracker verification and accuracy checks were performed on both the o-arm and s7. No parts or files have been received by the manufacturer for evaluation.